Manufacturer narrative:
This lead was discarded following the procedure and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. While mapping the atrium prior to deploying the helix far-field oversensing was noted in multiple positions. After finding a location with minimal far-field activity the physician attempted to extend the helix but was unsuccessful after 30 turns. The lead was extracted and a second lead used. Again, far-field oversensing was noted in multiple positions prior to deploying the helix in addition to high pacing thresholds. Upon mapping a location with lower pacing thresholds the physician elected to implant the lead at that site despite far-field signal remaining present. The helix required 30 turns to extend and affix to the tissue but dislodged; the lead was repositioned successfully. It was noted that extending the blanking period did not appear to resolve the oversensing and that the patient had a history of paroxysmal atrial fibrillation (af) thus decreasing sensitivity was not considered an option. Information was later received indicating the patient presented for follow-up at which time measurements had improved further and the patient's ectopy had decreased. As such, the physician was satisfied to leave detection enhancements programmed as-is and adjusted sensitivity which helped to eliminate the far-field signal falling into blanking that was previously observed. The patient will continue with routine follow-up. No adverse patient effects were reported.